Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed correctly and the patient was using an expired sensor. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the patient did not enter fingerstick values promptly and accurately. It should be noted that the dexcom g4&#59408;platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. In addition, it was reported that the patient was using an expired sensor. It should also be noted that the dexcom g4 platinum continuous glucose monitoring system states: make sure your sensor is not expired. Check the expiration date on the sensor package label. The format is yyyy-mm-dd. Insert sensors on or before the end of the expiration date calendar day. However, a root cause for the reported inaccuracy cannot be determined.